Event description:
Plaintiff alleges the development of latex allergy from her exposure to latex gloves. She alleges she has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment of life, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarassment and humiliation, fright and apprehension and emotional distress, all of which are believed to be permanent.